Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was seeing the hcp on (B)(6) 2015 for a stage 2 pudendal. The patient previously had a sacral lead placed in the spring and it was the intention of the hcp to utilize the patient's battery with the new pudendal lead. However, when the rep interrogated the patient's device that morning a message appeared on the main screen. It showed diminished battery life, but when the rep checked the battery capacity estimate it indicated 70 to 108 months. This happened both times when the rep re-interrogated the implantable neurostimulator (ins) the same day. The device was being checked at programmed amplitude and programmed settings. The hcp found this to be unusual given the patient had utilized only one program and on a voltage less than 5 volts. Once the patient was in the operating room (or), the battery was tested again and the same alert appeared. When they tested the impedance and therapy, they received an indication that the battery life was greater than 70 months. This inconsistency of "diminished battery" and a life greater than 70 months led the hcp to replace the battery. The hcp was perplexed why the alert would be given when a deeper evaluation of the battery indicated greater than 70 months. It was also noted that the impedances were high when running at 1 volt, but were within normal levels when running at 2 volts. There were no associated symptoms. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the (B)(4) implantable neurostimulator (ins) revealed that therapy impedances for ins were good. Ins was initially implanted for 6.9 months; this puts the ins on a path of normal battery depletion. The device functioning okay no anomalies noted. Device code (B)(4) no longer applies to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) about the programming reports. The programming reports indicated that cycling was off and longevity was estimated to be 77.3-106.3 months. There were impedances >4000 with electrodes pairs 0 <(>&<)> 1, 0 <(>&<)> 2, 0 <(>&<)> 3, 1 <(>&<)> 2, and 1 <(>&<)> 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.